Event description:
It was reported that the implantable pulse generator (ipg) reached early elective replacement indicator (eri) due to increased battery impedance. The device will be explanted and replaced. Noise was reported on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-58 lead, implant date: unknown. (B)(4).